Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4). - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for a procedure using an unknown delivery system. The activated clotting levels (act) were 427s and heparin was administered. A pre-implant balloon valvuloplasty was done with a 20mm non-abbott balloon. The final implant depth was 4.8mm on the non-coronary cusp (ncc) and 6mm on the left coronary cusp (lcc). After discharge, the patient showed atrial fibrillation (afib) with long pauses. On (B)(6) 2025, a single chamber pacemaker was implanted. The patient required prolonged hospitalization.

Event description:
N/a.

Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. The reported surgical intervention and hospitalization were due to case-specific circumstances as a single chamber pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.